Event description:
Pt presented with osteoradionecrosis and had a procedure where the mandible was debrided on (B)(6) 2009. The inferior border was intact and there was 5 mm of bone left superior to the border. The plate was placed to reinforce the mandible while bmp formed into bone. The plate and mandible ended up breaking while the pt was sleeping approx 6 weeks later.